Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, check belt and check te pad messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) and ECG a, b and the front te was pulled from the strain relief, damaging the pulse wire solder connection in the distribution node. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had damaged cables and was producing check belt and check therapy pad messages.